Manufacturer narrative:
The patient's rib fractures are most likely related to the combination of her underlying pathology of job's disease and the use of the monarch. Job's disease is a condition that affects several body systems, particularly the immune system. Recurrent infections are common in people with this condition. Affected individuals tend to have an abnormal curvature of the spine (scoliosis), reduced bone density (osteopenia), and a tendency for bones to fracture easily. There was no evidence of a malfunction and the device performed as intended. The patient did not allege the device malfunctioned and is keeping the device. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient had been experiencing what she thought were charley horse cramps in her chest. The patient went to the emergency room where they discovered she had 3 fractured ribs (2 on the lower right side and 1 on the lower left side) that were caused by repetitive hitting. The patient is taking anti-inflammatory medication and prescription pain medication for pain. The patient's physician has ordered a temporary hold on the monarch therapy and will reassess after the fractures are healed. The device was located at the patient's home. This report was filed in our complaint handling system as complaint # (B)(4).